Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar forceps instrument broke from back side of the jaw while bending it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.82mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.